Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channel of the subject device tested positive for pseudomonas aeruginosa(57cfu/100ml) and air/water channel tested positive for environmental bacteria(6cfu/100ml). In the test, the testing indicated no microbial growth for the auxiliary channel. The user facility has manually reprocessed the subject device with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the suction channel of the subject device tested positive for stenotrophomonas maltophilia(1cfu/100ml). The testing for other channels indicated no microbial growth. According to the repair history, the subject device was repaired by (B)(4) in last june 2016 and no technical reason could be explained for the cause of the remaining of the bacteria. Therefore, additional microbiological testing will be conducted again.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Following additional high level disinfection, additional microbiological testing was conducted for the subject device at the third party laboratory again. In the additional test, the suction channel tested positive for stenotrophomonas maltophilia (3cfu/100ml) and the test result did not clear the target level of (B)(4) guideline. The testing indicated no microbial growth for other channels.